Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that their ins was not working. Patient stated that there was no power to it and they were going to have to go in and take it out to see what's wrong and put it back in. Agent asked the patient when they were notified that the device was not working and patient stated that it wasn't working real good when they went in for their follow up with their healthcare provider (hcp) and they adjusted it and tried to get it to show any power at all and they could not get it. Patient mentioned that last week they got with a man from manufacturer who adjusted it up as high as it would go and there was no power there. The patient was redirected to their hcp to further address the issue. On 2025-feb-10, additional information was received from the hcp. They reported that there was a device malfunction and the lead may have moved. It was not caused by normal battery depletion. The cause of the device not working was unknown. They will replace the lead on (B)(6) 2025. The issue was not resolved and no further action will be taken.

Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot#: va31tp2; implanted: (B)(6) 2024; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 22-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.